Event description:
It was reported that about 3 weeks ago the patient went into a ¿kids store¿ and felt a ¿strong flutter¿ in their body. The patient stated that it happened again 3 days ago at a walmart store. The patient noted that the sensation was very uncomfortable. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va002am, implanted: (B)(6) 2012, product type: lead. (B)(4).